Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first implant position was too deep at 6 mm and suboptimal; however, the physician chose to accept the position as there were too many reposition maneuvers and deployed the valve. After final release, the valve migrated into the left ventricular outflow tract on the side of the non-coronary cusp. The final implant depth was reported to be approximately 8 mm with no paravalvular leak. Following valve implant, complete heart block was noted and a permanent pacemaker was implanted. It was reported the deep implant position of the valve potentially caused the conduction disturbance. No additional adverse patient effects were reported.